Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the middle button was not working. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that pressing menu button does not take them to the menu screen also using the up arrow allows them to navigate screens and using the down arrow allows them to navigate screens. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu is available and they are not seeing 0.0 when attempting to program a basal. Customer stated that the button was not unresponsive during an easy bolus. The insulin pump will not be returned for analysis.